Event description:
The user facility reported to olympus that during annual inspection, the evis exera ii duodenovideoscope had an angulation issue. Upon inspection and testing of the returned device, the forceps elevator had foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, the adhesive on the bending section cover is detached, the connecting tube has a wrinkle and is sticky, the grip, the scope connector cover, the plastic distal end cover and the universal cord has a scratch. Due to wear of the angle wire, the bending angle in up/down/left/right direction does not meet the standard value. Due to wear of the angle wire, the play of up/down and left/right knob is out of the standard value. Due to the shaved scope cylinder, the suction volume does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed the following additional information: -the device was reprocessed by customer as per omsi training before the device was returned for annual inspection but there is a possibility that customer did not brush enough during reprocessing cycle and reprocessing could not be effectively done. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material found in the forceps elevator likely occurred from insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.